Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. Two days earlier, at around 4:00am, the patient's husband noticed that she was not responding. The patient said she was unconscious. The patient's husband tested her blood glucose and got a result of "74 mg/dl". He called the paramedics and attempted to give her orange juice and jelly. When the paramedics arrived, they tested the patient's blood glucose with an unidentified device and got a result of "46 mg/dl". The patient did not know what the time difference was between the two results. The paramedics treated her with an injection (unknown contents) and gel (unknown type), and then took her to a hospital for observation. The patient felt fine by the time she got to the hospital. The hospital tested her blood glucose using an unidentified device and got a result of "100 mg/dl." The patient was not given any further medical treatment and was released the same day from the hospital. The night before the incident, the patient stated, that she obtained a blood glucose result of "145 mg/dl" before eating dinner at 10:00 pm. Based on the meter reading, the patient took 15 units of sliding-scale "regular" insulin. Typically, the patient tests her blood 3-4 times a day. That night, the patient remembered eating a daily snack before going to bed. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that the meter was reading inaccurately high. The patient claimed that she suffered a hypoglycemic event and became unconscious after taking insulin based on a meter reading taken at bedtime.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.